Event description:
Per the customer, the values gave from triton canister were underestimating what is actually in the canister for procedure. The procedure was completed successfully without a surgical delay. No medical intervention or adverse consequences were reported.